Event description:
This female pt with a medical history of previous mi, silent ischemia, previous CABG and hypertension was admitted to the cath lab for elective coronary angiogram. Angiography revealed a 68%, de novo, eccentric, diffuse, bifurcated, type c lesion in the proximal lad. In 2005: heparin was administered via IV. The lesion was predilated with a 2.0 x 20mm balloon inflated to 16atm. A 2.5 x 28mm cypher sent was deployed to 20atm for 15 seconds. An additional 3.0 x 23mm cypher stent was deployed to 16atm for 16~30 seconds at the proximal end of the initially implanted cypher, overlapping it. The stents were post-dilated with a 3.0 x 23mm balloon inflated to 20atm. Following stent deployment, the physician noted that there was an abrupt closure (no-flow) of the stented segment. This was treated with intra-coronary administration of dipyridamole and sodium nitroprusside and timi iii flow was restored. There was no pt injury and the pt was discharged the following day in stable condition.

Manufacturer narrative:
Note: product is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR. Report#'s: 9616099-2006-00708 and -00709. Additional info will be submitted within 30 days of receipt.